Event description:
The patient received two percutaneous leads (from the same lot) placed in the supraorbital region as part of her pns system (off-label). It was reported the patient developed a skin erosion over her right ear. The patient was taken to surgery on (B)(6) 2012 and a wound closure was performed. Follow-up confirmed the lead remains implanted and the patient was doing well.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.